Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced discomfort at the ipg pocket site due to weight changes. Surgical intervention took place on (B)(6) 2006 wherein the ipg was relocated to address the issue.